Event description:
It was reported on an unknown date that the patient was implanted with a matrix construct in the posterior lumbar region at l3-s1. On (B)(6), 2014 for an unknown reason the patient returned to the operating room for removal of matrix locking caps (l3-s1) .the locking caps (7 of 8 caps, levels unspecified) were difficult to remove and loosen. No hardware was implanted back into the patient. The surgeon had difficulty with 4 t-handle screwdrivers, 2 t-handles, and 1 screwdriver breaking and/or twisting during the procedure resulting in a surgery delay of approximately 45 minutes. All broken parts of the handles were retrieved, no locking caps broke, and the outcome was good. This report is for a screwdriver that the tip broke off. This is report 10 of 12 for (B)(4).

Manufacturer narrative:
Additional narrative: product development evaluation details, the part returned with the tip broken. Four t-handle t25 stardrive shaft, long and one t25 stardrive shaft, long were returned. Both parts are a part of the matrix spine system-deformity and it is used to provisionally tighten the locking cap. In addition, the user also uses this instrument to install pedicle screws (information provided per matrix spine system-deformity technique guide). The returned device for t25 stardrive shaft f/matrix long, lot # 7474757 was manufactured on january 2014 and is approximately less than 1 year old. The returned devices for t-handle t25 stardrive shaft f/matrix-long, lot # 6457244, lot #6457242 and lot # 6631151 (quantity 2) were all manufactured in 2011. A review of the most current edition of the design drawings were reviewed; the design is adequate for its intended use and did not contribute to this complaint condition. All parts were received with the tip broken off. Based on the description, although the implant date of system is unknown, it is probable that the locking caps were possibly cold-welded, which would make it very difficult to remove locking caps. Removal of locking caps would be very difficult which in turn can cause over torque and eventually breakage of instruments. Lastly, it is unknown if a torque limiting handle was utilized during the removal process. The matrix spine system¿degenerative technique guide states that during the locking cap removal process, if the torque limiting attachment is not used, breakage of the driver may occur. The root cause for reported issue is undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device is used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that it showed no nonconformances generated during production. Review of the raw material DHR for p/n 11156, lot 5187618, showed a rework associated with (B)(4). The rework added a mark to the bar stock to indicate alloy type and lot number to ensure use of correct alloy for product. The bars passed inspection using xrfa analysis to confirm alloy type. This rework is not relevant to the complaint condition as the bar mark is on the end of the bar stock. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.